Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately two years post deployment, inferior venacavogram revealed that ivc filter had caudally migrated to the caval bifurcation where the filter was tilted. Also, it was observed that the filter limb was extended into right and left common iliac veins. Nine days followed by; retrieval attempt was made. Venography showed the ivc filter was caudally migrated and tilted to the level of caval bifurcation. The filter was accessed through the right jugular vein. There was significant tilt of the filter into the right lateral aspect of the distal ivc with legs protruding into both right and left common iliac arteries. Given the direction of tilt, it was decided that attempts to retrieve the filter from the right jugular vein could potentially worsen the situation. Then retrieval was attempted through the left femoral vein access. Despite extensive efforts, the filter could not be displaced and could never be freed from the adherent scar tissue of the caval wall. Also it was observed that some of the residual remaining thrombus was just cephalad to the filter. Therefore, the investigation is confirmed for filter limb perforation of ivc wall, cephalad migration of filter, filter tilt and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that the filter perforated, migrated, tilted and embedded. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure due to filter embedment. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter perforated, migrated, tilted and embedded in the wall of ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.